Event description:
It was reported a patient began to experience limited range of motion and stiffness about one month post implantation. Patient underwent a manipulation under anesthesia about one week later with no complications. Following the manipulation, the patient continued to experience stiffness and limited range of motion and two weeks after the first mua, a second manipulation was completed. In the months following, the patient presented with continued stiffness. Five months after the second manipulation, the patient underwent an arthroscopic lysis of adhesions and synovectomy due to arthrofibrosis. All implants remain in place and the event is improving. Suspected tibial overhang is noted in supplied records.

Manufacturer narrative:
(B)(4). D10: 42512100812 persona articular surface medial congruent left 12 mm lot# 65752458. 42508606401 persona cruciate retaining left size 8 pps std femur lot# 66126127. 42535007501 persona 0 deg spiked keel left size f osseoti tibia lot# 66273434. 42540200035 persona all-poly patella cemented 35 mm dia lot# 66041659. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: initial; mua, preop rom 5-90*, mua performed without complications with rom 3-1258; mua continued stiffness and limited rom 80 degrees following mua. A second mua was completed to resolve; arthroscopic arthrolysis: continued stiffness following mua and pt, diagnosed with left knee arthrofibrosis 4 months after mua. Left knee scope with synovectomy and lysis of adhesions on 5 months post mua, no implants exchanged. 4 months later5: persistent left knee pain, intermittent swelling, concern of overhang, aspiration of fluid from left moderate knee effusion, cortisone injection in left knee, event resolving, patient declined study continuation due to ongoing left knee pain. The reported event was confirmed via medical records. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.